Event description:
It was reported that the lead does not sense well. The patient had very low voltage electrograms. The r waves were 1.2 mv in the best spot and the atrium was 0.2 mv in the best spot. The lv r wave was 8 mv. The lv lead was plugged into the rv port and the rv lead was plugged into the lv port. The users were aware that this was off label use. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.